Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H6: a manufacturing record evaluation was performed for the finished device lot number:12m02, and no nonconformances were identified. Investigation summary: the complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. A manufacturing record evaluation was performed for the finished device lot number:12m02, and no nonconformances were identified. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
Occupation: mitek employee. Investigation summary: the complaint device is not being returned; it was discarded by the customer and therefore is unavailable for a physical evaluation. Further, a review into the depuy synthes mitek complaints system revealed no other complaints of any kind for this lot of devices that were released to distribution. We cannot discern a root cause for the reported failure mode. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported by the sales rep that during a rotator cuff repair the saw tooth tip on the customer's lupine stabilization hybrid sawtooth drill guide was bent and the jaw would not close on their penetrating grasper 35 up. The case was completed with other like devices. There were no patient consequences or delays. The devices were discarded by the customer. This is report 1 of 1 for (B)(4).